Event description:
Disposable sling lift tore underneath pt during transfer from bed to chair. Pt safely assisted back to bed - no harm - near miss. Patient's family as well as staff states that this is the second time that this problem has occurred. Rehabilitation dept state that this issue has occurred with different patients "around eight times" in the past. Disposable hoyer lift slings are tearing underneath patients during transfer activities. Pt under the rated weight limit for the device. Returned to sales rep for their further investigation - pictures on file at facility. Fyi: kindred submitted report # on 2/9/09 for our hospital involving the same disposable sling.